Event description:
The patient contacted lifescan alleging that their one touch ultra meter was prompting the apply sample icon. The reported meter was a new meter. The patient was feeling like patient was having a heart attack and was feeling "out of it" at the time of concern. Following attempted use of the meter patient took no action to affect their blood glucose level and patient contacted their doctor. The doctor told the patient to contact lifescan. There is no indication that the patient experienced injury or received medical attention due to the meter. The customer care representative (ccr) walked the patient through retesting with a new test strip; the test did not start. The ccr was not able to walk the patient through a second test with a strip from a new vial. Information was not provided as to whether the patient had another vial of test strips. The meter was replaced.